Event description:
An endurant stent graft was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. The patient was admitted emergently after collapsing. A CT with contrast revealed a type iii endoleak which was either a junctional leak between the talent main body and the distal endurant cuff due to the aortic tortuosity or a fabric tear in that area of the talent main body. The contrast CT also revealed the aneurysm to be approximately 120mm in diameter. The patient was taken to the or and a left femoral cut down was started for entry of the 36x36x49 endurant cuff that was to be placed to cover the leak. However, the patient had some type of cardiac event and a nurse had to administer chest compressions. The patient resumed a normal heart rhythm and the 36-36-49 endurant cuff was successfully deployed. Due to the tortuosity of the aorta, the cuff was not long enough to bridge the gap between the talent main body and distal 36-36-70 endurant cuff and the type iii endoleak remained. As the case was emergent the only device available was a valiant thoracic tube graft (that would act as one long cuff by sealing proximally at the renal arteries and distally in the common channel of the talent main body graft). The valiant 40-40-150 graft was selected and successfully deployed below the renal arteries and above the flow divider of the talent graft and the type iii endoleak was resolved. There was no evidence of endoleak on the final angiogram. The physician removed the catheters and began closing. Post op the patient had "high bladder pressures and the patient was taken back to the or to decompress the abdominal cavity which is not an uncommon event after a rupture. The patient expired the following day due to the aortic rupture.

Manufacturer narrative:
(B)(4).